Event description:
This lead was capped and replaced on (B)(6) 2018 due to noise, impedances of 214 and thresholds of 7.5@1.5. A new pacing lead was implanted with no adverse events reported for the patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.